Event description:
It was reported that far field r-wave oversensing was observed while evaluating stored ams episodes. Programming changes were recommended. No further information is available at this time.